Event description:
There was no patient involved in this event. The device will not power-up and the status led is flashing red, indicating that the device may have failed a self-test. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.